Event description:
It was reported that the minicap transfer set fell off during use. There was no patient injury or medical intervention indicated at the time of the report. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4) - actual occurrence date is unknown.(B)(6). A review of all batch record documents was performed for lot number h12g26022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted.